Event description:
Per received report: as per the doctor, the coil was not taking shape in the aneurysm.

Manufacturer narrative:
It was reported that the 2x4 orbit helical fill coil (B)(4) was not taking shape in the internal carotid artery aneurysm. The coil was safely withdrawn from the patient with no injury. The coil was delivered via an sl10 microcatheter and it was reported that the microcatheter was not repositioned over the coil and there was no stretching or unintended detachment of the coil. The target site/vessel characteristics were reported as 'normal' with no further information regarding the target site characteristics available. A non-sterile orbit helical fill 2x4 was received coiled inside a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped without damage. Part of the support coil was found outside of introducer, the rest of it, gripper and the embolic coil were received inside of the introducer and no damages were noted on them. The gripper and embolic coil were inspected under microscope and no damages were noted on them. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The report that the coil was not taking shape during positioning in the aneurysm could not be fully evaluated due to the nature of the event; however, with review of the analysis there was no discrepancy or damages found on the returned coil. The cause of the kinks found on the device could not be conclusively determined. Neither the analysis nor the DHR indicate a relationship of the kinks or the reported event to the manufacturing process. Additionally inspections are in place as to prevent damaged devices from leaving the facility. Although a definitive conclusion cannot be made based on the limited clinical information, it is possible that device selection as related to the aneurysm size/characteristics may have contributed to the event. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.